Event description:
Caller indicated the relion prime meter was giving high readings. Caller got a reading of 510 and was not having any symptoms of high blood glucose, but dosed herself with insulin according to the reading and passed out shortly after. Customer feels that the reading was not correct and that she took too much insulin. Customer refused to answer any additional questions regarding technique, storage, etc. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.